Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (described as "glue like") was observed inside the dialysate port on two units of revaclear 300. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
H10: the device was not received for evaluation, however, photos were provided for investigation. The visual inspection of the two provided photos showed pur residual (pur-film) in the dialysate port. An pur-film can occur in the dialysate port (hansen connector) due to the potting process, this is not a product failure. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.